Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): distal conductor has blood/fluid obstruction.

Event description:
It was reported that during the implant procedure, there was dificulty pushing the stylet through the lead. The lead and stylet were not used. No patient complications were reported as a result of this event.